Event description:
Patient called in to report wound vac was making a chirping sound. Rn made a home visit and called kci after several failed attempts to fix the problem, it was decided to order another wound vac.